Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired. It was further alleged that the event was caused by the patient's exposure to the product administered during dialysis treatment.